Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was delivered with the use of a guidezilla guide extension catheter. However, in a supraclavicular position, the stent could not cross resulting in stent deformation. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR.: promus element, mr, ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was delivered with the use of a guidezilla guide extension catheter. However, in a supraclavicular position, the stent could not cross resulting in stent deformation. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. D4: lot number - corrected from 0023976114 to 0024060881.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was delivered with the use of a guidezilla guide extension catheter. However, in a supraclavicular position, the stent could not cross resulting in stent deformation. There were no patient complications reported and the patient's status was stable.